Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and leak tested. Inspection revealed a hole at the corner of a fold in the proximal end, broken fabric threads from wear, and additional wear at folds in the proximal, middle, and distal sections. Leak testing confirmed a leak at the same location. The pump was microscopically inspected, leaked and functionally tested. Microscopic inspection revealed scaling on the pump block. Functional testing did not pass in activation tests 2 and 3, while the leak test passed. Based on the available information and analysis results, the hole and leak in the cylinder, could have caused or contributed to the reported clinical observations of cylinder hole/perforation and device mechanical issue. Additionally, pump scaling and the pump not reaching the activation test specifications could affect product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed during which was identified a hole in the right cylinder. The right cylinder and the pump were replaced. No patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed during which was identified a hole in the right cylinder. The right cylinder and the pump were replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.